Event description:
According to the patient, the portable oxygen concentrator started to beep, no air was coming out of the portable, and that she began losing oxygen. She could not breath and she was losing oxygen because the portable was not working. She is on oxygen 24/7. The patient stated that the poc kept shutting down because the power port was damage. She explained that the acps would wiggle in the back of the machine, and they would have to move it around to get a charge. She doesn't have any other unit to use for back up. She was losing oxygen, so her husband took her to the hospital where she was admitted for one day. They gave her breathing treatment, albuterol, and oxygen. The hospital rented her a tank to go home until she received her unit.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a followup will be submitted if required.